Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection at the ins site post-operatively. The ins was removed without the rep present. Another stage 2 procedure was being performed and another ins added to the abdomen in a different site than the original one. The infection was cleared and the issue was considered resolved. No further complications were reported as a result of this event.